Event description:
It was reported that the patient died from a (B)(6) four weeks after device system implant. It was also reported that the device was explanted the day prior to death and "was loaded with pus." Follow up revealed patient admitted for fever, chills and weakness. Blood cultures were positive for (B)(6). No obvious source of infection and assumed it was the device system. Tee showed no evidence of lead vegetation. Treated with vancomycin, zosyna, and nafcillin. Cultures continued to come back positive for (B)(6), so decision made to remove pacemaker. Upon opening the pocket, 30-40 cc of bloody exudate came out. Leads were removed easily. Next day, patient coded with emd, resuscitated and brought to ICU. Arrested again, discussed conservative approach with family and "the patient passed away most likely due to overwhelming bacteremia/sepsis."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died from a staph infection four weeks after device system implant. It was also reported that the device was explanted the day prior to death and "was loaded with pus." There is no allegation from a health care professional that death was device related. The cause of death has been requested but not received.